Event description:
It was reported that the device was running on its own during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.